Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 37 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2017, 527 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 37 year-old female patient who had essure inserted for female sterilization. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2017, 527 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery: no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 14-apr-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") and ectopic pregnancy with contraceptive device ("ectopic pregnancy with contraceptive device") in a 37 year-old female patient who had essure inserted (lot no. C35239) for female sterilisation. Product or product use issues identified: lack of drug effect ("lack of drug effect"). The patient had a medical history of obesity, surgery (gyn-tubal ligation ¿ (B)(6) 2015 ¿ essure gyn-hysteroscopy ¿ (B)(6) 2015), multiparous, heavy menstrual bleeding, shortness of breath, abdominal pain, menorrhagia, dysmenorrhea, anemia and uterine leiomyoma. Previously administered products included: depo provera. The patient had a family history of hypertensive. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2017, 527 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. An unknown time later she experienced ectopic pregnancy with contraceptive device (seriousness criteria medically important and intervention required). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and ). At the time of the report, the outcomes for these events were unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first trimester. The reporter considered ectopic pregnancy with contraceptive device and medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 33.82 kg/sqm. [Pathology test] on (B)(6) 2017: pathology specimen: uterus, cervix, bilateral fallopian tubes procedure: abdominal hysterectomy pre-operative: fibroid uterus, dysmenorrhea, abdominal bleeding gross description: the right fimbriated fallopian tube is 7.2 cm in length, 0.7 cm in diameter. The left fimbriated fallopian tube is 8.0 cm in length, 0.6 cm in diameter. Final diagnosis: uterine corpus and cervix, bilateral fallopian tubes: benign weakly proliferative endometrium. Leiomyomas (up to 2 cm) cervix free of tumor and dysplasia. [Ultrasound scan vagina] on (B)(6) 2016: pelvic ta with transvaginal ultrasound clinical indication: pelvic pain. Patient complains of mild pelvic pain with associated vomiting, status post endometrial ablation in february. Impression: small uterine fibroids are identified ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records drug ineffective and ectopic pregnancy with contraceptive device. The most recent follow-up information incorporated above includes data received on: 17-nov-2023: medical record received. Reporters information added. Patient medical history and lab data added including pathology test. Lot number added .non drug treatment updated. Events ectopic pregnancy and drug ineffective added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") and ectopic pregnancy with contraceptive device ("ectopic pregnancy with contraceptive device") in a 37 year-old female patient who had essure inserted (lot no. C35239) for female sterilisation. Product or product use issues identified: device ineffective ("device ineffective"). The patient had a medical history of obesity, surgery (gyn-tubal ligation ¿ (B)(6) 2015 ¿ essure gyn-hysteroscopy ¿ (B)(6) 2015), multiparous, heavy menstrual bleeding, shortness of breath, abdominal pain, menorrhagia, dysmenorrhea, anemia and uterine leiomyoma. Previously administered products included: depo provera. The patient had a family history of hypertensive. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2017, 527 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. An unknown time later she experienced ectopic pregnancy with contraceptive device (seriousness criteria medically important and intervention required). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and ectopic pregnancy surgery). At the time of the report, the outcomes for these events were unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first trimester. The reporter considered ectopic pregnancy with contraceptive device and medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 33.82 kg/sqm. [Hysterosalpingogram] on (B)(6) -2016: date: (B)(6) 2016 hysterosalpingogram xr clinical indication: post essure impression: the fallopian tubes are occluded with essure wires in good position [pathology test] on (B)(6) 2017: pathology specimen: uterus, cervix, bilateral fallopian tubes procedure: abdominal hysterectomy pre-operative: fibroid uterus, dysmenorrhea, abdominal bleeding gross description: the right fimbriated fallopian tube is 7.2 cm in length, 0.7 cm in diameter. The left fimbriated fallopian tube is 8.0 cm in length, 0.6 cm in diameter. Final diagnosis: uterine corpus and cervix, bilateral fallopian tubes: benign weakly proliferative endometrium. Leiomyomas (up to 2 cm) cervix free of tumor and dysplasia. [Ultrasound scan vagina] on (B)(6) 2016: pelvic ta with transvaginal ultrasound clinical indication: pelvic pain. Patient complains of mild pelvic pain with associated vomiting, status post endometrial ablation in february. Impression: small uterine fibroids are identified. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records drug ineffective and ectopic pregnancy with contraceptive device batch no~c35239 production date~2014-03-05 expiration date 2017-03-31. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 11-jan-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.